Event description:
In 2004, the perfusionist contacted the manufacturer stating that the left ventricular assist device (lvad) has developed a recuring kink in the pneumatic line between the vad itself and the metal y-connector. This has had no effect on the patient or the vad function; but they were looking to prevent the kink from turning into something more. The following month, the MFR was contacted again, the perfusionist indicated the tear had gotten a little worse, with no changes in the effect on the patient.